Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted on (B)(6) 2016, the rv capture threshold has risen to greater than 2.5 v and is consistently above 2.5 v.

Event description:
It was reported that the low-voltage right ventricular (rv) lead exhibited an increase to a high threshold value. The rv lead was ex planted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.